Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during infusion. The pump had been programmed to infuse a volume and flow rate of 500ml/hour, 500ml; however, when the pump indicated that the infusion was complete, it was observed that half the volume remained which had not been delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: e1: initial reporter postal code, e1: initial reporter phone no., g3. G3: date received by MFR: the correct date is 2/25/2025 (and not 02/28/2025 which was listed in the original report). Additional information: e1, h6, h11. H11: a review of the event history log identified that the infusion of 500 ml/hr for vtbi of 500 ml was programmed to infuse on the reported event date and a single air in line alarm was observed on this date approximately 26 minutes after starting the infusion was noted in the log. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.